Event description:
It was reported that there were concerns regarding noise on the non-boston scientific right atrial (ra) lead of the cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) was consulted and upon reviewing the data available, it was observed respiratory rate trend (rrt) oversensing. Which is related to the minute ventilation. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The crt-d system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).